Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced was programmed for 30 minutes and infusion stopped when not intended. It had to be programmed 2 more times until it finally infused during delivery. The event happened in oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been serviced in the last 12 months but the reported issue does not appear as a repeat symptom within that time. Review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.